Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -09.00/+1.5/096 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The icl rotated 60 degrees counterclockwise 5 months after surgery and the lens was repositioned. The icl rotated again to the same position. The surgeon plans to explant/exchange the lens in (B)(6) 2020. The lens remains implanted.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, in liquid. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was reported that on (B)(6) 2020 the lens was exchanged with a longer length lens and the problem resolved. H6 - patient code 3191: no code available (secondary surgery, lens exchange) claim#: (B)(4),